Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 540 mg/dl. The customer reported that she had the problem with quick release keep popping off. The customer received four boxes of infusion sets; the first two boxes were fine but the last two boxes had consistent issues with the quick release. The insulin pump was not returned for analysis.